Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient felt symptomatic and reported for a check-up. The rv lead was not sensing or capturing. Prior to the lead revision, the atrial lead also exhibited no sensing. When the pocket was opened, it was discovered that the leads were badly twisted due to twiddler's syndrome.